Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the patient received multiple antitachycardia pacing therapies during a supraventricular tachycardia when the interval stability discriminator diagnosed ventricular tachycardia. The patient did not report any symptoms. Programming changes were recommended. No further information is available.